Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Additional information was received and it was reported that as of the date of this report the pump was alarming; telemetry confirmed it was a non-critical alarm due to eri (elective replacement indicator). The patient was not certain that he would be getting a replacement as his pain was better. The patient was also having neck surgery in september and his physician wanted him to wait until after that to determine if he even needed a pump. The patient's physician had been decreasing his dose and giving him other medications.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
The patient was told two months ago that the battery would be expiring. A month ago an alarm started, which telemetry confirmed to be due to a low battery, and the patient had to see the hcp to turn the alarm off. At the last appointment, the dosage was decreased and the patient was using oral narcotics as needed. The patient decided that he does not want to continue with the therapy as he is very thin and the pump sticks out a lot and he is able to manage pain differently. The patient was relocating and was trying to find a physician to refill the pump and to remove the device.

Event description:
It was reported that pump interrogation showed a motor stall had occurred. The motor stall was on (B)(6) 2014 at 1520. It was during an MRI that the patient had. The hcp (healthcare provider) did not know that the patient was having an MRI, so the pump status was never confirmed post MRI until today. There was also a tube set message on (B)(6) 2014 at 1520. They tested the pump alarms today and they were fine, but the alarm was not heard post MRI. The pump logs were rechecked and then there was a motor stall recovery noted. The pump was delivering bupivacaine and dilaudid. The medication had been decreased by 50% sometime prior to the MRI. They were weaning the patient off of the intrathecal medication because the pump eri (elective replacement indicator) was less than 1 month. The patient was going to be seeing a surgeon to have the pump taken out or replaced next month. Additional information has been requested, but it was not available as of the date of this report.